Event description:
It was reported that the bravo ph capsule failed to calibrate and was not used.

Manufacturer narrative:
Final device analysis revealed no significant anomalies. The condition of the product did not match the complaint. It was presumed that the capsule failed to attach to the esophagus during placement. Only the delivery system was returned. The plunger was fully depressed and retracted.